Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient and health care provider (hcp) via a manufacturer representative (rep) regarding a patient receiving intrathecal gablofen 2000 (concentration) at 99.9 (dose) via an implantable pump. It was reported that the patient had wound dehiscence at the pump pocket site. The pump was removed and the catheter was also partially removed on (B)(6)2025. The catheter was clamped above the anchor site and still implanted in the back. It was unknown if there were any environmental/external/patient factors that might have led or contributed to the issue. Actions/interventions taken included a new 8780 was opened and used to connect to the existing catheter with the collet in the 8785. The catheter was trimmed as needed and connected to the pump, segment and then connected to the pump. Aspirating through the catheter access port (cap) was done to show everything was patent and working well. A pump replacement [8637-20] and catheter revision [8780/8785] was done today ((B)(6)2025). The issue was resolved at the time of the report.

Event description:
Additional information received from a health care provider (hcp) via a manufacturer representative (rep) indicated that there weren't any issues with the existing catheter. It was partially removed when the pump was removed when it had wound dehiscence. The catheter was clamped and remained in the back.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.